Event description:
Same case as 2134265-2015-02038. It was reported that a thrombus formation occurred. The target lesion was located at the left anterior descending coronary artery. During percutaneous coronary intervention (pci,) an icross¿ coronary imaging catheter was used to conduct an intravascular ultrasound (ivus) at the target lesion. Upon ivus, the ilab ultrasound imaging system displayed a reboot message. The ilab system was rebooted then went ahead with the second ivus. During the second ivus, the physician noticed some clot at the target lesion and stented the clot with an unspecified bsc stent. The procedure was completed with the same device. No patient complications were reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).